Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical territory associate (cta) contacted the technical support engineer (tse) and report on using the vessel sealer extend instrument, it was noted that the e-100 would not work. Troubleshooting was done by powering the unit off, but the generator would not shut down. The tse recommended pulling the ac power cord from the back of the unit. After reseating the cord, the system powered on and the power button was red. The tse recommended a hard reset, by pressing and holding the power button. The unit powered off. Upon powering the e-100 generator on again, the power button again turned red, indicating an error or internal failure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the da vinci coordinator informed that the procedure was completed robotically using the integrated electrosurgical unit erbe (erbe) generator. Patient information is unavailable.

Manufacturer narrative:
Based on the claim against the product by the customer noting the e-100 generator would not work, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the e-100 generator to correct the reported problem. The system was tested and verified as ready for use. The e100 generator unit was returned for failure analysis and the reported failure was replicated. The generator was visually inspected unit and then installed in a good internal system, but failed testing. The power led turn red and bipolar led did not turn on and would not cut/seal. The complaint regarding energy issue was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the customer had issues with the e-100 generator after the start of the procedure as the e-100 generator was not functioning, while there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.